Manufacturer narrative:
.

Event description:
It was reported via clinic notes that high impedance was detected on the patient's vns system. X-rays were reviewed by the neurologist and it was believed that the lead may have disconnected from the generator. X-rays were reviewed by the manufacturer. Based on the x-rays received, the cause for the reported high impedance could not be determined. There was nothing seen that would indicate there was any damage to the generator or lead causing a high impedance condition; however, the presence of a micro-fracture in the lead or incomplete pin insertion could not be ruled out. No known surgical interventions have occurred to date.

Event description:
Additional information was received that the patient underwent a generator and lead replacement on (B)(6) 2015 due to prophylactic generator replacement and high impedance. Pre-operative diagnostics confirmed high impedance. Generator replacement alone did not resolve the high impedance, thus a lead revision was needed. No obvious fractures were noted during surgery. The explanted generator and lead were discarded by the explanting facility. Thus, the products are not available for analysis.